Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The non-reportable findings are as follows; the water tightness was lost due to a crack on the control unit and deformation of the scope cover, the illumination was uneven due to discoloration of the light guide lens, the insulation resistance value did not meet the standard value due to damage on the connecting tube, the insulation resistance valve at the distal end did not meet the standard value due to damage on the connecting tube, the image had white dots due to damage on the charged coupled device unit, the plastic distal end cover was shaved and deformed, the adhesive on the bending section cover was detached, the connecting tube had buckling, the bending angle in the up/down/right direction did not meet the standard value and the play knob was out of standard value due to wear of the angle wire, the grip had a dent, control unit had a crack, the light guide bundle was slipping down, and the following had scratches: the universal cord, electrical contact of the video connector, and the video connector case. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. Evidence of physical or chemical stress was observed, on the device. However, a definitive root cause for the remaining foreign material could not be established. The subject event can be detected and prevented by implementation in accordance with the following section of the instructions for use: -gif/cf-170 series operation manual chapter 3.3 inspection of the endoscope olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the video scope had a leak from the control body. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide lens had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.